Event description:
It was reported that the patient experienced discomfort when sitting down due to the device that migrated up underneath his ribcage and puts pressure on his lung. Patient also experienced an overstimulation. The patient was prescribed with oral pain medication.